Event description:
After successful dilatation in the iliac artery, difficulty was experienced during attempts to withdraw the balloon back through the sheath. The balloon and sheath were removed together as a unit, with no adverse effects to the patient. As per the reporting affiliate, there is no additional patient or procedural information available. The physician reported this difficulty as a problem with the sheath to the manufacturer of the sheath. Upon request by the mhra (UK vigilance) to the cordis affiliate for information on the balloon product used with the sheath, the affiliate office then reported the occurrence as a complaint to cordis. The complaint was received by cordis on june 29, 2007. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.